Event description:
A malfunction was reported on a pump by a customer, identified as "malf 12," with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.